Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high thresholds were observed on the right ventricular lead. There were difficulties repositioning the lead, the lead was explanted and successfully replaced. The patient was in stable condition.